Event description:
A pt (B)(6) was enrolled in the (B)(4) study for stress urinary incontinence. The pt was injected on (B)(6) 2010, with 2.0ml of coaptite (lot (B)(4)). The pt developed a urinary tract infection, which was discovered during urinalysis and the pt's report on (B)(6) 2010. The uti was treated for antibiotics; resolved on (B)(6) 2010. The physician indicated this was of mild severity and was probably not related to the coaptite injection.

Manufacturer narrative:
This event was reported in the interim (B)(4) study status report for PMA p040047, (B)(6) 2011. At the time of this report, the symptoms had resolved. The device history records for coaptite lot (B)(4) were reviewed; all required testing specifications had been met prior to release, and there were no abnormalities noted.